Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media that the sensor gave inaccurate readings. The insulin pump alarmed for low threshold and the sensor reading was 70 mg/dl. The customer did not do anything to raise the blood glucose and the insulin pump was suspended for a few hours. The next morning the sensor reading was 113 mg/dl and the blood glucose was 290 mg/dl. The customer was contacted via telephone call and a message left to call back for further assistance.